Event description:
Complaint alleged that the clinicians were attempting to cardiovert a 78 year old male pt in atrial fibrillation. They administered one shock at 100 joules, a second shock at 200 joules, and a third at 300 joules. Upon delivery of the third shock, the clinician observed sparks and smelled a burning odor. The clinician then applied fresh electrodes to the pt and delivered one 360 joule shock. The pt was eventually converted to a normal sinus rhythm with the use of medication. The pt received a first degree burn that was later treated with neosporin ointment.

Manufacturer narrative:
The initial report contained incorrect statements in section "h10", this report is correcting the third and the last paragraphs of the manufacturer's comments in section "h10" of the initial report. The last sentence of the third paragraph should have stated: the chest hair had not been clipped prior to the application of the multi-function electrode. The fourth paragraph contained in section "h10" of the initial report should have stated: the pd1400 operator's manual and the 1600 operator's manual contains detailed warnings for applying electorodes to the pt's skin. These warnings specifically recommend how to handle excessively hairy pts. Polease reference that attached copies of page 4 of the pd1400 operator's manual and page 6 of the 1600 operator's manual. Warnings: excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached.